Event description:
Loss of capture was observed on this lead. Patient was not responding to treatment, so this lead was explanted and replaced with an epicardial lead, which the physician believes will yield better results. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.